Manufacturer narrative:
On (B)(6) 2016 03:14 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device has been used for approximately 18 years. Maquet determined that the cover cracked due to the age of the light. The maintenance program in the hanaulux 2000 series operating manual includes a verification of the plastic parts by a specialized technician every six months. The device was not returned as the customer is considering its replacement with a new one.

Event description:
On (B)(6) 2016 02:45 pm (gmt-4:00) added by (B)(6) ((B)(4)): the light in operating room # 4 spring arm covers and other items fell off during procedure.